Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 17.8 mmol/. The user alleged the insulin pump was under delivering and customer was still high blood glucose level. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.